Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-01345 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (type unknown) during a procedure in 2008. According to the complainant, post-implantation, the patient experienced pelvic pain and cramping (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.